Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: (B)(4), expiration date: 2014-07-02, UDI # (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. It was reported that the patient had fallen and hit their side and presented emergently to the hospital. Currently, the abdominal aortic aneurysm is 7 cm in diameter. A CT revealed bilateral distal type I endoleaks and the stent grafts appeared to have migrated proximally. The angiogram confirmed bilateral distal type I endoleaks. The physician decided to implant endurant iliac limbs bilaterally extending the iliac limbs into the common iliac arteries. The bilateral distal type I endoleaks were resolved. The physician stated that the cause of the bilateral distal type I endoleaks and limb migration were related to the patient¿s anatomy of continued disease progression of the common iliac arteries. No additional clinical sequelae were reported and the patient is fine.